Event description:
It was reported that during a ptca procedure in a heavily calcified distal cx lesion, after pre-dilatation was performed, the multi-link plus was advanced, but could not cross the lesion. Several attempts were made to advance the stent back and forth to cross the lesion (contrary to IFU). A dissection then occurred at the proximal end of the lesion during manipulation. Another multi-link plus was implanted to treat the dissection. The target lesion was treated with another company's stent.